Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned and analyzed. The device lasted 33% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage, it operated under during its service time. Without knowing the programming history of this device, there is no way to determine why it did not meet its expected longevity calculation. Analysis of the battery revealed there was no internal short in the battery.

Event description:
It was reported that the device had "abnormal depletion in the first two months after implant". The device had not delivered any shocks and battery voltage was 2.67v. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed during the analysis of the returned device the failure on the hybrid disappeared. This device was returned after 13 months due to premature battery depletion. The device lasted 34% of its expected longevity. The device passed functional testing in the returned product analysis lab (rpa) including in can current drain (iccd). Nominal system current data was measured during bench testing as well. Battery analysis at the medtronic energy and components center (mecc) revealed no anomalies. Therefore, the hybrid was submitted to pal. When powered by an external supply, pal analysis found that the device functioned nominally with regards to pacing output, lead impedance, regulated supply, and reference voltages. However, high current drain of approximately 159a was observed. Hybrid test modes suggested that the high current drain condition was associated to the l303 integrated circuit (ic). However, after etching the hard die coat to expose the l303 ic, nominal current drain at 8.27a was observed. There was no change in the current drain after approximately 96 hours in a temperature chamber at 60°c. Since the high current drain condition was no longer present, the cause of the battery depletion was not determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.